Event description:
It was reported that the patient has high impedances on their lead. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which part of their lead was explanted and their 3186 lead was explanted due to high impedances. A new 3186 lead was implanted, resolving the issue.